Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) has been confirmed. Upon investigation the electrode belt failed a current test. The cause for the failure was isolated to a defective u713 component (16-bit low-powered microcontroller) on the distribution node pca board. Pins 38, 39, 40, 42, and 43 were out of tolerance on u713. The root cause for the defective u713 microcontroller could not be positively identified. No adverse event resulted from the defective u713 component. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.